Event description:
It was reported that the patient¿s blood glucose (bg) level reached 250 mg/dl while wearing the pod longer than 48 hours. After realizing elevated bg levels, patient found the needle did not retract and pink slide did not move forward as intended; this indicates that a needle mechanism failure occurred. Patient also reported the cannula was visible but appeared bent.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received partially deployed. The formed needle was observed protruding past the needle well. The formed needle retracted fully upon removal of the top housing. Score marks were observed on the top housing. The linkage assembly rivet was observed to be damaged. This damage caused interference between the needle mechanism and the top housing, resulting in the needle mechanism's failure and its failure to retract the formed needle. No bends nor kinks were observed to the soft cannula. No timeouts nor drive stalls were observed in the data. An 0x18 alarm was observed in the data. The fluid reservoir was observed to be empty. The device operated as intended in this regard.